Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented in clinic for a routine follow up, the device went into backup vvi mode after cybersecurity upgrade failed. A device restoration was performed successfully. The patient was visited in the clinic for further evaluation post-programming changes. The patient was stable and will continue to be monitored.